Event description:
Boston scientific received information that during a procedure for normal device replacement, this right atrial lead was surgically abandoned and replaced. It was reported that this lead had displayed high pacing impedances greater than 2000 ohms along with loss of capture and undersensing due to p wave poor sensing. No adverse patient effects were reported.

Manufacturer narrative:
The lead was surgically abandoned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.